Event description:
It was reported that the bd microfine¿ + pen needle fell off the pen after use due to the outer cover being loose. The following information was provided by the initial reporter, translated from japanese: "when removing the pen needle from the pen after use, the pen needle fell on the floor out of the outer cover because the outer cover was loose".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.